Event description:
A study adverse event form was received indicating that the study patient suffered longer complex partial seizures. It was noted that the event severity was moderate and was unlikely related to study therapy, implant or device stimulation. Treatment was not changed and the event resolved. The event resulted in initial or prolonged hospitalized and was not life threatening.